Event description:
On (B)(6) 2014, a patient with penetrating ulcers in the descending thoracic aorta was treated with conformable gore® tag® thoracic endoprostheses. The diseased area reportedly started approximately 15mm below the left subclavian artery. On (B)(6) 2014, a follow-up cta showed the two penetrating ulcers were still filling. On (B)(6) 2014, an axillary to axillary crossover procedure was performed to provide blood supply to the left arm since coverage of the left subclavian artery is planned. Later the same day the ulcerations were sealed off by extending the current conformable gore® tag® thoracic endoprosthesis with tge313110/12334895 through gore® dry seal sheath dsl2228/11030177. The patient tolerated the procedure.

Manufacturer narrative:
Results: the imaging evaluation stated the following: length from the lsa to the proximal end of the lesion appears to be 1.6cm. Aortic diameter just distal to the lsa appears to be 25mm. Aortic diameter 1cm distal to the lsa appears to be 24mm. Aortic diameter 2cm distal to the lesion appears to be 24mm. Length from the lcca to the lesion appears to be 3.7cm. The device appears to have been implanted with the leading gold band at the distal origin of the lsa. Contrast appears within the lesion on all available post-implantation images. Origin of the contrast cannot be confirmed with available images. Growth of the lesion cannot be confirmed with available images. Conclusion: according to the gore tag thoracic endoprosthesis instructions for use, complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to: reoperation.

Manufacturer narrative:
Concomitant medications: bisoprolol, isorbide, sando k, nicotandil, simbastatin, levothyroxine, asa, lansoprazole, amitriptyline, paracetamol, perindopril, flucloxacillin, aztreouam, and metronidazole results: a review of the manufacturing records for the device verified the lot met all pre-release specifications. Results: an imaging evaluation is currently in progress.